Manufacturer narrative:
(B) (4). Since the device remains implanted, the programmer files were reviewed. Results - (other): the reported episode most probably was recorded during the lead repositioning while the leads were not properly connected. Therefore, a minute ventilation measurement signal was sensed by the device. Conclusion: it was recommended to carefully check proper sensing and pacing operations. (B) (4). Conclusion: most probably, the reported episode was recorded during lead repositioning re-intervention, while leads were not properly connected. Therefore, minute ventilation measurement signal was sensed by the device. This condition didn't continue after the re-intervention period. Nevertheless, since a lead repositioning intervention was performed, the system (device and leads) proper sensing and pacing operations should be tested carefully.

Event description:
The lead was repositioned 7 days after implantation. Upon the device interrogation a month later, a peculiar ventricular burst episode was found in device memory. The device remains implanted.